Event description:
The co's report indicated that in 2005, the physician reported delayed bone healing post high tibial osteotomy for varus alignment of right knee in 2004. At 3-4 months, x-rays showed continuous post-op consolidation. The pt developed pain and x-rays showed three of the four screws had broken. It also stated that an arthrex osteotomy plate with two cancellous screws proximally and two cortical screws distally were utilized to fixate the bone. Pt initially elected to reduce weight bearing and allow time to heal. In 2005, surgeon also reported the pt elected to repeat surgery using autograft, the day after surgeon reported event to the co (reference co's MDR# 1651491-2005-00003). Written communication with surgeon confirmed the screws referenced in the report were manufactured by arthrex. Further attempts to obtain the actual part number involved have been unsuccessful. The part number referenced is only assumed from the info available in the maude database. This device is used for treatment.